Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the applicator from the sensor pod from after attempted sensor wire deployment, the sensor wire was still attached to the applicator. Attempted sensor wire deployment was at the abdomen. No additional event or patient information is available.